Event description:
It was reported that the 80 pound torque was not holding correctly and the skull clamp slipped on the pt. There was no known pt injury. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.